Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis cannot be performed. Method code: no testing methods performed. This device is used for therapeutic purposes

Event description:
It was reported that during a superficial parotidectomy, the prass probe would not stimulate a nerve. There was no reported injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.